Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information was received that indicates this event does not meet malfunction reporting criteria. This event is therefore not reportable.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the blade could not remove all the myoma. Another like device was used to complete the procedure with no adverse patient consequences.